Manufacturer narrative:
The biomedical engineer reports that the bsm (bedside monitor) screen keeps going out and then goes white. Every time the device is moved, the screen goes out. The device was returned and evaluated. The customer's problem was duplicated. The inverter pc board was replaced to fix the issue. The bedside monitor was tested for a day. All steps in the maintenance check sheet was completed per the service manual. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bsm (bedside monitor) screen keeps going out and then goes white. Every time the device is moved, the screen goes out.